Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and there was evidence of blood found in the hub of the microcatheter. On visual inspection it could be seen that the shaft was broken 9.4cm from the hub of the microcatheter with the inner liner exposed 4cm in length. The shaft was also found to be kinked in two places- 88.5 and 90cm from the hub of the microcatheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft fractured. The physician was performing an embolization procedure with the use of a renegade¿ hi-flo microcatheter. During the use of the renegade device the shaft broke. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the shaft fractured. The physician was performing an embolization procedure with the use of a renegade hi flo microcatheter. During the use of the renegade device the shaft broke. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status was stable.